Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the mis ti cfx fen poly 8x50 revealed that the screw head was disassembled from the shank, with saddle intact in the screw head and drive feature on the shank is significantly worn. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the screw falling apart cannot be determined from the sample and the information provided. A potential root cause may be force inadvertently placed on the drive feature of the screw during tightening, potentially at a significant angle, resulting in the screw disassembling during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2018, the polyaxial head loosened from the screw shaft intraoperatively. No patient harm and no surgery delay reported. This complaint involves one (1) device.